Event description:
A supplemental report is being submitted due to the completion of the investigation on (B)(6)2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study and relates to stent migration and is related to the following files: (B)(4). Manufacturing records: prior to distribution, all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0065 which informs the user about the potential adverse events "associated with ercp include but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, hemorrhage, hypotension, infection, liver abscess, pancreatitis, perforation, respiratory depression or arrest, sepsis.¿ additional adverse events that occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, nausea, obstruction of the pancreatic duct, pain, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor ingrowth or excessive hyperplastic tissue growth, tumor overgrowth, vomiting¿. It should be noted that the instructions for use (ifu0065) lists stent migration as a potential adverse event that can occur in conjunction with biliary stent placement. There is no evidence to suggest the customer did not follow the instructions for us image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to a known potential adverse event. As per the final report of ¿observational post-market clinical study ¿ zilver 635® biliary stent (zilbs)¿, page 31, any contributing factors for the stent migration were not documented. As previously noted, stent migration is listed as an additional potential adverse event that can occur in conjunction with biliary stent placement. Summary: complaint is confirmed based on customer and/or rep testimony. According to the report, specific patient outcome was not detailed in the report. Information on the patient outcome was not provided but medical advisor input indicates that the patient would have been likely to require surgical intervention. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: global clinical number: (B)(4), title of clinical study: zilver 635 biliary stent (zilbs) final report, device name: zilver 635 biliary stent (zilbs). The primary aim of this post-market clinical follow-up (pmcf) study is to confirm the performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favourable. This was a retrospective, observational, multi-center, post-market study that collected data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the zilver 635 stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 136 patient datasets were entered into the study database and are included in this final report. A total of 170 biliary stents were placed or attempted to be placed in 136 patients. Most patients received one stent (79.4%,108/136). The most frequently used stents were the zilbs-635-10-8 (69 stents). This complaint was opened to capture patients experiencing adverse events by category. Device issue was stent migration (the stent migrated downstream, however, contributing factors and the degree of migration (full or partial) and any contributing factors for the stent migration were not documented). Would likely to have required intervention surgical intervention. No information on patient outcome. The 136 enrolled patients average 67.5 years old average body mass index of 25.2kg/m2. Female 49.3% (67/136) male 50.7% (69/136).